Manufacturer narrative:
Per the clinic, the patient also was treated with oral antibiotics (specific date and duration not reported) for the second times.

Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the device. The patient was treated with oral and IV antibiotics (date and duration not reported) multiple times. The patient also underwent a revision surgery on (B)(6) 2025 in order to debride the affected area.

Event description:
Per the clinic, the patient experienced pain, discomfort and an infection on the surgical incision site. Subsequently, the patient was treated with antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.